Manufacturer narrative:
Batch review performed on 22 november 2021: lot 135391: (B)(4) items manufactured and released on 11-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since 1-jan-2017.

Event description:
At about 7 years and 7 months after primary the patient came in reporting pain due to stem loosening. The surgeon revised the stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.